Event description:
It was reported that there was a 15 minute delay to remove plastic debris left inside the joint. It was also noted that there was a replacement available and no adverse consequence or post surgery follow up was necessary.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported insulation damage condition could not be confirmed since the unit was not returned for evaluation. Probable root causes for the reported condition will be assessed per the risk documentation. Possible causes can be associated, but are not limited to: 1. Non conforming component; 2. Poor assembly process; 3. Misuse. The device manufacturing history record could not be reviewed since the lot number is unknown. However, based on the previous complaint history and non-conformance review per part number, this possible contributor is less likely to be the root cause for the reported condition. Activation history could not be retrieved since the reported unit was not returned for evaluation. However, it was informed that the plastic debris was observed during surgery. Possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. As part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit's evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. Therefore, based on the information provided, current manufacturing inspection process and controls, risk management report, and root cause analysis for previous similar complaints reported; a possible user related possible contributor cannot be ruled out. In sum, the failure mode could not be confirmed since the unit was not returned for evaluation.

Event description:
It was reported that there was a 15 minute delay to remove plastic debris left inside the joint. It was also noted that there was a replacement available and no adverse consequence or post surgery follow up was necessary.